Event description:
On 06/05/2015 per medwatch reportedly: during insertion, equipment reportedly fell apart after catheter inserted. Reported difficult removal of guidewire and sheath. Sheath allegedly snapped apart when attempting to remove. Approx. 2 inches of catheter remained inside the patient. Catheter visible at skin level. Needle clamps used to remove the remains of the catheter tract was left in arm.

Manufacturer narrative:
A lot history review (lhr) of reyg1846 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.